Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('so much pain during sex') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required) and ovarian cyst ("I get golf ball sized cyst on my right ovary"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the dyspareunia had resolved and the ovarian cyst outcome was unknown. The reporter considered dyspareunia and ovarian cyst to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: dyspareunia and ovarian cyst. Most recent follow-up information incorporated above includes: on 14-jan-2020: social media received. Event added: I get golf ball sized cyst on my right ovary. Reporters added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('so much pain during sex') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the dyspareunia had resolved. The reporter considered dyspareunia to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: dyspareunia. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.